Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that she was experiencing the adhesive on her infusion set becoming loose after a day of use and falling off of her body. She stated that the cannula would come and her blood glucose values went up to 500 mg/dl. The pt replaced her infusion set and stated that her blood glucose values returned to normal. The patient did not report requiring medical attention from a healthcare professional or second party to address the issue. The patient stated that she discarded the infusion sets and therefore, does not have any to return for evaluation.